Manufacturer narrative:
On 20-dec-2016 product investigation results: reporter returned two toothbrush heads on (B)(6) 2016. The result of the analysis done with the consumer return showed that an inadequate handling led to the reported issue.

Event description:
Brush dislodged from the handle, had this brush in mouth [device breakage], no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2016 that he/she was using his/her oral-b rechargeable toothbrush, version unknown on (B)(6) 2016 and the oral-b precision clean brushhead dislodged from the handle. The consumer noted that he/she had this brush in his/her mouth, and he/she could have choked on it. The consumer stated that he/she had used the brush for about a week, and this was not the first time that he/she had used these particular brush heads. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush dislodged from the handle, had this brush in mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on 20-oct-2016 that he/she was using his/her oral-b rechargeable toothbrush, version unknown on (B)(6) 2016 and the oral-b precision clean brushhead dislodged from the handle. The consumer noted that he/she had this brush in his/her mouth, and he/she could have choked on it. The consumer stated that he/she had used the brush for about a week, and this was not the first time that he/she had used these particular brush heads. No symptoms developed.